Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge or battery lasts less than expected anomaly due to buttons not responding. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump were less responsive and had to push two to three times. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had diminished battery life, discoloration near keypad and scratches on screen. The insulin pump will not be returned for analysis.